Event description:
Per surgery staff they used purple large hem-o-loc clips during surgery, ref #544240. Several of these clips failed to deploy properly and would not close properly. Used 3 total clip cartridges, each cartridge holds 5 clips. Failure of these clips prolonged case longer than expected. Retrieved a few of the failed clips from patient intraoperatively, sequestered in specimen cup.